Event description:
During a follow-up, the day following implant, the left ventricular (lv) lead was found to be dislodged. The lv lead was repositioned to resolve the event. The patient was in stable condition.